Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse indicated that the instrument was failing calibration due to poor reproducibility. The fse installed a new blood sampling valve (bsv) to correct the failed calibration; however, he found the new bsv center pad was leaking slowly around wiremarker 9 (wm9) upon installation. The bsv actuator was bad and not performing properly. The fse replaced the bsv actuator and also replaced the center pad of the new bsv with the one from the old bsv to resolve the issue. Failure mode was related to bad bsv actuator and leaking center pad on the new bsv. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they were experiencing calibration failures on the coulter lh 500 hematology analyzer. The customer technical specialist (cts) was assisting the customer in troubleshooting and the customer was advised to clean blood sampling valve (bsv) and run disinfect procedure; however, the issue could not be resolved after cleaning the bsv. Per the information provided by the customer, no patient samples were impacted and no erroneous results were generated due to this issue. There was no death, injury, or effect to patient treatment.